Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged that the implantable pulse generator (ipg) battery died sporadically. The patient was unable to get a read out from the device. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.